Event description:
Caller reported a cartridge alarm labeled as alarm 20. There was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had no previous history of similar alarms with the device. The caller successfully loaded a new cartridge and was able to resume insulin therapy, resolving the issue.